Event description:
This report was received from (B)(4) and is a clinical report of an observational study from a physician in (B)(6) of peritonitis bacterial in a subject coincident with extraneal and physioneal therapies for continuous ambulatory peritoneal dialysis (capd). On an unspecified date, therapy with extraneal and physioneal was withdrawn (reason unspecified). On (B)(6) 2009, the subject experienced peritonitis bacterial manifested by abdominal pain (did not include pain on infusion), fever (greater than 38 degrees celsius), nausea or vomiting, anorexia, and abdominal tenderness. The peritonitis was without septicaemia. That same day, empiric antibiotic treatment with ip vancomycin and ip gentamicin was started (doses and frequencies not reported). On (B)(6) 2009, the subject was hospitalized due to the event. On (B)(6) 2009, treatment with vancomycin and gentamicin ended. That same day, the subject was discharged from the hospital and was permanently transferred to hemodialysis therapy (reason unspecified). The primary contributing factor to the event was previous peritonitis event (not further specified). The patient recovered from this peritonitis event on (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.